Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found a nozzle on the rinsing arm was blocked and crystallized. Cleaning it did not resolve the issue so the cell rinse arm was replaced. The reaction cell was changed and washed. He replaced the syringe seals, adjusted the probe wash, replaced the gear pump head, and performed operator maintenance. After service, the qc passed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable altl results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 159.9 u/l. The repeated result was 23.7 u/l.